Event description:
The customer reported that the left monitor on the 9800 system would not function properly. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on-site investigation. The service representative replaced and calibrated the left monitor. The system was tested and found to be working as intended and put back in service.